Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the gi tract. According to the complainant, during the procedure, the physician was unable to place the clip because the blue gripper became detached. The physician administered adrenalin to complete the procedure. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the gi tract. According to the complainant, during the procedure, the physician was unable to place the clip because the blue gripper became detached. The physician administered adrenalin to complete the procedure. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink in the control wire near the handle. The coil was cut four inches from the handle and the rest of the coil, along with the clip assembly, was not returned with the device. Functionally, the control wire could be actuated. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)